Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Caller states that she found signs of melting and burning on the inside of the inform meter. No adverse event reported. A request was made for the return of the meter, replacement sent.